Event description:
A customer reported experiencing intermittent occlusion alarms, which caused their blood glucose to display as "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction injection. Tandem technical support instructed the customer on several steps, including disconnecting tubing, tightening components, and administering boluses to manage the issue. The customer declined to continue troubleshooting, therefore no additional information was provided.